Event description:
During the implant procedure, the guidewire could not be withdrawn from the left ventricular lead. The lead and guidwire were replaced and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with blood/body fluid noted in the lead. The inner coil proximal to the distal tip and guidewire coil at the distal end were offset, consistent with implant procedure damage, which may have contributed to the field report of guidewire removal difficulty. Electrical testing did not reveal any indication of conductor fractures or internal shorts. All damages found were consistent with those occurring at the time of implant.